Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient reported knee pain following a fall to surgeon. Patella resurfacing and revision - triathlon polyethylene liner exchange and synovectomy. The 9mm cs poly liner was exchanged for a 13mm cs poly as the posterior feet of the poly liner had fractured and broken off.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned medical records received and evaluation: the arthroplasty had performed very well without pain and with excellent functionality up to the time of a dog injury after 3-years with a fall after which symptoms of intermittent pain, swelling and instability developed. An acute traumatic overload condition to the knee has caused pcl rupture with additional collateral ligament damage rendering the knee unstable and consequently allowing excessive posterior rollback of the femur during flexion in a cr type knee with overload damage to the posterior sections of the bearing resulting in fracture and wear. Device history review: indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion a review of the provided medical notes by a clinical consultant indicated; revision of a triathlon cs bearing due to pain, swelling and instability after a falling accident in 2016, with revision performed at some 4.5 years post implantation. Synovectomy performed with exchange of 9-mm cs bearing to 13-mm cs bearing plus patellar resurfacing. The arthroplasty had performed very well without pain and with excellent functionality up to the time of the fall after which symptoms of intermittent pain, swelling and instability developed. No other causes for the swelling with effusion could however be established. As such the instability is part of the revision and not device-related but caused by a patient related traumatic incident to the knee. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient reported knee pain following a fall to surgeon. Patella resurfacing and revision - triathlon polyethylene liner exchange and synovectomy. The 9mm cs poly liner was exchanged for a 13mm cs poly as the posterior feet of the poly liner had fractured and broken off.